Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was not on the bus. A field service engineer (fse) confirmed there were no cube pockets, then reseated the row cable, pyxis bus cable, retractor cable, then rebooted the system, and then verified proper operation of the drawer to hardware test application (hta) afterwards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all rows and all pockets of aux 2.1 were not on bus. An fse was required onsite to diagnose and repair. The customer reported that there was no delay in patient care. There were no adverse events or injuries reported based on this event.